Event description:
It was reported by a stryker field service technician that while performing preventative maintenance, it was observed that the flat panel suspension within the visum halogen surgical light system allegedly had an incorrect screw in place of the m3 screw in the suspension assembly. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
The m3 screw keeps the flat panel spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm and flat panel yoke; thereby serving to keep the flat panel yoke attached to the suspension. It has not been determined how the incorrect screw came to be installed in the suspension assembly. There was no patient involvement and no report of any adverse consequences to the patient or caregiver.